Manufacturer narrative:
The hospital stated that the device will be made available under the following conditions: 1 - samples must be returned to the hospital, and 2-testing is to be non-destructive. Upon receipt of the pads, appropriate testing will be done. Reference reporting facility MDR 50002500000-2007-8008, and reporting facility diagram of pad location terminology.